Event description:
One pt sample with discrepant total psa results. Initial result gave 1.01 ng/ml; repeated twice next day gave 25.03 and 24.72 ng/ml respectively. Initial result was reported. No adverse events reported in association with the incorrect result. The field service rep was unable to determine a root cause for the discrepancy. Performance tests were performed and within specification.